Manufacturer narrative:
Block e1 (initial reporter phone): the physician's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex esophageal distal covered stent and delivery system were received for analysis. The stent was received partially deployed. Visual inspection found the shaft kinked. Functional inspection was performed by pulling the finger ring and the stent was deployed without any problems. No other problems were noted with the stent and delivery system. The reported event of stent partially deployed was confirmed because the stent was received partially deployed. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) could have contributed to the observed event of shaft kinked which resulted in the stent being unable to fully deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was used to treat a 9cm malignant stricture in the esophagus during an upper gastrointestinal endoscopy (ugi) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was very tight and was dilated up to 11mm prior to stent placement. During the procedure, the stent deployment suture became stuck and the stent was unable to deploy. The stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal covered stent was used to treat a 9cm malignant stricture in the esophagus during an upper gastrointestinal endoscopy (ugi) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was very tight and was dilated up to 11mm prior to stent placement. During the procedure, the stent deployment suture became stuck and the stent was unable to deploy. The stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The physician's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.